Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for back pain on (B)(6) 2023. No alarms were noted. Equipment was operating as intended. Computed tomography (CT) scan was done of abdomen and chest a large abdominal aortic aneurysm was found and an incidental finding of outflow graft (ofg) compression. Endovascular abdominal aortic repair was done. On (B)(6) 2023, the patient was taken to the operating room for ofg revision and clear the biomaterial out of the ofg bend relief. The patient never had low flow alarms and remained stable throughout the procedure. Equipment was operating as intended. Pump parameters were decreased rpm- 5200, flow-3.5, pi-5.6, power-3.8. The patient was healing from surgery, discharged and would follow up as needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the computed tomography (CT) images and submitted photos confirmed extrinsic outflow graft obstruction (eogo). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported abdominal aortic aneurysm cannot be conclusively determined. It was reported that on (B)(6) 2023, the patient was admitted for back pain. A CT scan was performed which revealed a large abdominal aortic aneurysm and an incidental finding of outflow graft compression. The submitted CT scans showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The aneurysm was repaired via an endovascular abdominal aortic repair. On (B)(6) 2023, the patient was taken to the operating room (or) for an outflow graft revision. Biomaterial was cleared out of the outflow graft bend relief. Photographs taken from the operating room were submitted which revealed a yellow material in between the outflow graft and bend relief. The last picture shows the material removed. Reportedly, the patient never had any low flow alarms, and their equipment was operating as intended. The patient was healing from surgery, discharged and would follow up as needed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.